Event description:
It was reported that, the patient with this pacemaker exhibited a syncope episode due to loss of capture (loc) and high pacing threshold in the right atrial and right ventricular. Upon review it was found that it was cause by a patient condition, acidosis. This pacemaker remains in service. No adverse patient effects were reported.